Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an inaccurate control high result on her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began the afternoon of (B)(6) 2013. At an unspecified date/time, the patient obtained a control solution result of 260 mg/dl (107-142 mg/dl) with the subject meter. The patient manages her diabetes with insulin (humalog, lantus, unknown dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, 2-3 hours after the alleged issue occurred, she developed symptoms of ¿cold, shaky, fidgety, tunnel vision¿. The patient stated she had more food/drink in response to those symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the patient was using expired test strips and control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/16/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.